Event description:
The patient contacted animas on (B)(6) 2012, stating all of the keypad buttons had delayed responsiveness. The keypad was reportedly intact and the pump was not exposed to water. The patient reportedly wore the pump in a pocket and cleaned it with a damp cloth. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed, and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons were responding to button presses as expected. There was no evidence of contamination found under the key contacts.

Manufacturer narrative:
Device evaluation submitted (B)(4) 2012 follow-up # 2 the pump was returned to animas and device evaluation was completed by product analysis on (B)(4) 2012 with the following findings: the audible alarm was below specifications with a piezo defect. The vibratory function is working.